Event description:
A physician reported that cutting failure of a probe occurred. The main complaint was an abnormal sound while cutting. Aspiration was good. The condition of actuation was unknown during surgery. The surgery was completed after a new replacement was used. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened probe was received with a tip protector, in a tray with other items. The returned sample was visually inspected and found to be non-conforming with orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration, and cut and was found to be conforming for all functional tests. No noise was observed during testing. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore a cut failure and an abnormal sound as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming and no noise was observed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).